Manufacturer narrative:
Continuation d10: product ID: 2af284, product type: balloon catheter; product ID: non-medtronic, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the patient experienced hypotension prior to the insertion of the sheath. The patient developed a pericardial effusion and cardiac tamponade. Baseline imaging was obtained to assess for pericardial effusion prior to the procedure. A pericardiocentesis was performed to address the effusion and tamponade, which resulted in symptom resolution prior to leaving the lab. The case was ultimately aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.